Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure, the device applied malformed staples. The site used a new instrument to complete the case. There was no pt consequence.